Event description:
The customer reported that the device got hot during use in an oral surgical procedure and the pt received a blister on the lip. No add'l medical or surgical intervention was required. It is reported that on post-op visit the pt is doing fine.

Manufacturer narrative:
Medwatch form not received from user facility. All sections on this form completed by the MFR. Investigation findings: the bur guard was received for evaluation and tested with the drill used during the procedure. During testing it was confirmed that the bur guard increased in temperature related to worn bearings. The customer will be contacted regarding findings and for add'l inservicing needs.